Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a moderately tortuous and severely calcified vessel in the left forearm. A 5.0 x 100, 75cm mustang&#10242;alloon catheter was used for dilatation. However, the balloon ruptured. The balloon was removed completely from the patient and the procedure was completed with another mustang balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual examination confirmed that the device had been subjected to positive pressure and deflated prior to return. A visual and microscopic examination found no issues with the tip section of the device. A visual and microscopic examination found no issue with the profile of the markerbands. An examination of the balloon identified no tears or damage to the balloon material. The device was attached to an encore inflation unit and the balloon inflated to its rated burst pressure with no leaks noted. The balloon was inflated and deflated on three more occasions with no leaks identified. The inflation device was verified before and after use with a calibrated pressure gauge. A visual and tactile examination found no kinks or other damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a moderately tortuous and severely calcified vessel in the left forearm. A 5.0 x 100, 75cm mustang¿ balloon catheter was used for dilatation. However, the balloon ruptured. The balloon was removed completely from the patient and the procedure was completed with another mustang balloon catheter. No patient complications were reported and the patient's status was good.